Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: it was reported that strong resistance was encountered during advancement and apparantly the device tip got stuck on the distal edge of a first device. The aneurysm could be covered by the first alpha stent and phisician decided not to place a second device. No imaging of the patient/procedure was provided and therefore it would be inappropriate to speculate at what may or may not have caused the advancement difficulties encountered and the device tip to get stuck in the distal edge of the first device. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) male patient weighing 65 kg underwent tevar against taa in descending aorta on (B)(6) 2018. The patient¿s anatomy was suitable for the procedure. Right femoral approach was selected. The inner diameter of the access route was approximately 6mm. Slight calcification and tortuosity were observed on the access route. The physician planned to place zta-p-34-161-w1((B)(4)) first and then, place zta-p-38-167-w1((B)(4)) proximal to the first zta. During the advancement of the delivery system of the first device(zta-p-34-161-w1), slight resistance was encountered, but the stent graft could be placed in the target site successfully. Then, advancement of the second device(zta-p-38-167-w1) was begun. However, when advancing the device, strong resistance was encountered(though the outer diameter of the second device should have been the same as that of the first device). In addition, feeling like the tip of the delivery system getting stuck on the distal edge of the first device. Therefore, the physician stopped using the device and retrieved it out of the patient¿ body. Considering the risk of the damage/tear of the vessel, the physician also determined not to use alternative device. Since the main aneurysm could be covered with the first device and fortunately no endoleak was observed, the physician determined to finish the procedure. Patient outcome: no adverse effects to the patient.